Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue replaced the batteries and completed the cs300 pm to factory specifications. The unit passed all functional and safety tests according to factory specifcations, and the device was returned to customer and cleared for clinical use.

Event description:
N/a.